Event description:
It was reported that a user paired a dexcom g7 and experienced a low glucose reading, treated per standard guidance with oral fast-acting carbohydrates, and later follow-up indicated the user was back in range; the caretaker suspected a tubing issue with a contact detach steel infusion set, noting kinking. Symptoms included hypoglycemia. Outcomes included resolution after oral glucose administration. Investigation included telephone follow-up and collection of user and caretaker reports. Investigation of this case revealed a suspected infusion set tubing kink as a potential contributory factor, though the cause remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.